Event description:
Device issue: none. Adverse event: pt death. Onset of adverse event: after use. The pt presented with an acute myocardial infarction. The treatment lesion was in the proximal left anterior descending artery (lad). The lesion was predilated with a non-abbott dilatation device and then the xience v stent was deployed. Just after the stent deployment, the pt expired. The pt was critical and "reopro" was given; however, the pt still did not survive. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. Death is a known adverse event as listed in the xience v instruction for use (IFU) and no fault risk assessment matrix. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design, or labeling.